Event description:
It was reported that the patient suffered a pericardial effusion noticed at the conclusion of the pfa afib case. The effusion was discovered using intracardiac echo catheter (bwi soundstar) at the end of the case. The patient displayed no symptoms, no intervention was administered. The patient is stable and will be admitted for overnight monitoring. Bwi catheter in use in the left atrium was an octaray. A boston scientific farapulse generator was in use. Additional information was received indicating no bwi ablation catheter was used. The adverse event was discovered post procedure, during the use of bwi soundstar to evaluate for pericardial effusion. Physician's opinion on the cause of the adverse event was the boston scientific farapulse catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).